Event description:
It was reported that the glenosphere helmet tab is broken. It is unk when the fracture occurred.

Manufacturer narrative:
Eval summary: this type of failure may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. However, the exact cause analysis cannot be determined with certainty. As returned the tm reverse helmet has a fractured tab. The helmet has an approximate field age of 2 years. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.